Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention and was admitted to the hospital. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The test strips in question will not be returned for eval, the consumer used them up.